Event description:
Approximately four and a half months after implantation, the patient reported that his pump stopped when he disconnected both of his batteries. The patient realized his mistake and reconnected both power sources to his controller. However, the controller did not re-start. He re-attempted to reconnect his power sources several times with the same result. The device was exchanged (for the patient's back-up controller) resulting in a pump re-start. A replacement back-up controller was issued to the patient. Preliminary review of the log files revealed that the pump had been stopped for 39 minutes and 25 seconds. The patient has been re-educated regarding the importance of only replacing one power source at a time.

Manufacturer narrative:
The device listed in this report is used for treatment, not diagnosis. The reported event indicates an issue with the performance of a controller. The controller was exchanged without incident and there was no reported injury. The controller ((B)(4)) was returned to heartware for evaluation; the pump was not returned as it remains implanted. Review of the manufacturing records indicates that this controller met all specifications for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple "vad stop" alarms and motor starts on the date of the reported event. The controller passed external visual testing but failed functional testing because the device could not be powered up. As a result, the controller was sent to the original equipment manufacturer (OEM) for failure analysis which failed functional testing due to a shorted tantalum capacitor which rendered the device inoperable. The most likely root cause of the reported event is a shorted tantalum capacitor. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.